Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported that during impella cp support, the automated impella controller (aic) displayed ¿impella stopped¿. The motor current was too high. The impella was attempted to be restarted several times without success. The console was exchanged, and the issue resolved. The impella remained implanted. There was no reported patient harm.

Manufacturer narrative:
The investigation into the aic - pump stop issue has been completed since the initial report was submitted. The console was returned, tested, and visually inspected, but the failure mode could not be reproduced. Due to the malfunction seen in the field resolving when switching consoles, but then the failure not reproducing when returned from the field, the most likely cause of the malfunction was a use issue.